Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 13 fractured. Construction was an implant retained removable prosthesis. Patient suffered from periimplantitis following bone loss and implant instabilty. Material analysis concluded inhomogenous mechanical overloading of the implant and patient related bruxism.

Event description:
Implant fracture.